Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. The circumstances that led to implant battery depletion was about the recharger was bad. Recharger was replaced and resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial # (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the implant (ins) would not charge beyond 70% and observed an rm03 message on the controller last friday. Pt also noticed the ins battery would not last more than six hours, an issue that began over the weekend. Pt denied any recent increase in stimulation intensity, recent falls, traumas, or significant weight changes. Agent had pt unlock the controller, but pt reported no device found and pressed recharge to connect the recharger. Pt confirmed no visible damage to the controller port, recharger antenna, or recharger cord. Agent instructed pt to clean the pins on the recharger cord and blow air into the controller port before reconnecting the recharger. Pt reported that the controller screen became stuck on the "checking recharger" screen for two to three minutes, then the controller screen went blank and became unresponsive. Due to these issues, agent submitted a repair request to replace the recharger and advised pt to monitor the issue and call back if it persists after receiving the new recharger. No symptoms were reported.